Event description:
It was reported that a patient underwent a revision surgery in an unspecified spinal surgery. The tip of the driver fractured during the final tightening, and the tip fragment remained in a setscrew. The break-off portion of the setscrew was removed using pliers.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: the device was returned for evaluation. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Material hardness confirmed conformance to print specification. Fracture surface analysis identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.